Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and subsequently expired the next day as a result of exposure to naturalyte and/or granuflo administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.